Manufacturer narrative:
Pump was received with blank display due to corroded battery cap contact. Unit had failed battery test alarm with a test battery cap due to corroded battery tube. Unit had a cracked battery tube threads, cracked reservoir tube lip and cracked display window corner. (B)(4).

Event description:
Customer reported that the insulin pump's display was blank. Customer replaced the battery, and the display returned temporarily, but then went blank again. Customer reported that the insulin pump was cracked and the threads of the battery compartment were corroded. Blood glucose level was 119 mg/dl at the time of the call. No further information was provided.